Manufacturer narrative:
The reported complaint of catheter leak was confirmed during the functional testing of the returned icy catheter (lot #195762). During the lumen crosstalk test, a water emission or leak was observed from the proximal luer port. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance, except the medial and proximal luered tubing due to blood clogged. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated up to 100 psi when pressurized. No leak was observed from the catheter balloons. However, a water emission or leak was observed from the proximal luer port during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation related to the reported complaint, and one similar complaint was reported for the icy catheter with lot #195762. (B)(4) was reported on 29 april 2024 for a catheter leak, and the investigation result revealed a water emission/leak was observed from the proximal luer port during the lumen crosstalk test.

Event description:
An ivtm therapy was initiated for a female patient in her 40s who had cpa (cardiopulmonary arrest), impaired renal function, and malnutrition. Shortly after inserting the icy catheter (lot #195762) and beginning temperature management, the saline in the saline bag ran out, triggering an "air trap warning" alarm. The attending medical doctor promptly replaced the catheter with a new one, and the therapy continued using the same thermogard system. The customer suspects that approximately 200 ml of saline infused into the patient's bloodstream. Upon examining the removed catheter, the doctor felt that the guidewire was deformed. The medical doctor doubts that the guidewire may have damaged the inside of the catheter. The doctor did not experience any difficulty inserting the catheter over the guidewire or removing the catheter. The patient has not experienced any infections or health complications.

Event description:
An ivtm therapy was initiated for a female patient in her 40s who had cpa (cardiopulmonary arrest), impaired renal function, and malnutrition. Shortly after inserting the icy catheter (lot #unknown) and beginning temperature management, the saline in the saline bag ran out, triggering an "air trap warning" alarm. The attending medical doctor promptly replaced the catheter with a new one, and the therapy continued using the same thermogard system. The customer suspects that approximately 200 ml of saline infused into the patient's bloodstream. Upon examining the removed catheter, the doctor felt that the guidewire was deformed. The medical doctor doubts that the guidewire may have damaged the inside of the catheter. The doctor did not experience any difficulty inserting the catheter over the guidewire or removing the catheter. The patient has not experienced any infections or health complications.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.